Manufacturer narrative:
The reported event of ¿exhibited high capture threshold¿ was not confirmed. As received, a complete lead was returned in one piece measuring 86.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a history of loss of capture on the left ventricular (lv) lead, the device could not be reprogrammed to obtain lv capture. The lead was explanted and replaced on (B)(6) 2020. The patient tolerated the procedure well and was stable post-procedure.